Event description:
It was reported that doctor removed poly from knee and replaced it with another poly.

Manufacturer narrative:
An event regarding decreased range of motion involving a x3 triathlon cs insert #6 9mm was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the patient having difficulty extending their right knee. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that doctor removed poly from knee and replaced it with another poly.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.